Event description:
The pt was admitted with angina pectoris in 2003. The pt had a lesion in the first diagonal. A 3.0x8mm bx velocity stent was implanted. Then, another 3.0x8mm bx velocity stent was implanted because (database handwritten note is interpreted as) "second stenosis initial underestimated due to underfilling". A post-procedure EKG revealed t-wave changes. Approx 8 months post index procedure, the pt had a coronary angiography and 99% stenosis was noted in the first diagonal prior to the stent. The pt's pre-procedure medications included the following: aspirin and clopidogrel. Intra-procedure medications included the following: heparin and nitroglycerin. Post-procedure medications included the following: clopidogrel, beta-blockers, ace inhibitors, insulin and lipid lowering drugs.

Manufacturer narrative:
This device is distributed outside the united states; however, it is similar to the coronary sds/stents distributed in the united states. This medwatch reflects 2 products with the same catalog and unk lot numbers. This female in the scorpius study experienced restenosis of a bx velocity stent. Restenosis is a potential adverse event associated with coronary artery stenting. The scorpius study is a randomized controlled open-label study of the cypher stent in the treatment of diabetic pts with de novo native coronary artery lesions. Medical history that may have increased her risk for mace included diabetes and copd. During the index procedure, one 3.0/18mm velocity stent was initially placed in the pt's diagonal branch. A second 3.0/18mm velocity stent was then placed in the same branch because (database handwritten note is interpreted as) "second stenosis initial underestimated due to underfilling". It is believed that the second lesion was not fully visualized until the first stent was deployed and flow was improved. No procedural complications were recorded but t-wave changes were noted on the post-procedure EKG. Four months after the stenting procedure, angina was reported and 8 months post-implantation, angiography identified 99% stenosis in the diagonal branch prior to the stent; treatment was not reported. No products were returned for evaluation; they remained implanted. A review of the manufacturing records could not be done without a lot number. Review of the available info suggests that pt factors (specifically diabetes) may have contributed to the restenosis.